Event description:
Additional information received on 5/13/2025: the anchor tip bent, but nothing broke in the patient. The case was delayed five minutes without additional anesthesia.

Manufacturer narrative:
Additional information: b5, g3, h6.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/15/2025, an arthrex subsidiary employee reported via email that the ar-8825b suture anchor tip bent weakly during the surgeon's insertion, and the anchor broke inside the patient. However, all fragments were retrieved. The procedure was completed using a replacement ar-8825b suture anchor. This was discovered during a tfcc repair procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-8825b, with batch number 15199828, revealed that the the anchor was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to prying/leveraging the device during use.